Event description:
On (B)(6) 2025, the user¿s contact reported that the ilet touchscreen had a small chip from wear and tear. The device remained functional, and blood glucose (bg) was not affected. No medical intervention was required.

Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.